Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported. Based on the information reported through the research article, a definitive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The reported surgical intervention was likely related to the case circumstances. A definitive cause for the patient device interaction problem could not be determined. The patient effects of hemorrhage, occlusion, and thrombosis are listed in the electronic proglide instructions for use as a potential adverse event associated with the use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date of event is estimated d4: the UDI is not known as the part and lot number were not provided. Literature attachment: article title: "the ultra-low-profile minos endograft in abdominal aortic aneurysms with standard and hostile anatomy. A multicenter retrospective study".

Event description:
This study aims to report the initial results of endovascular aortic repair (evar), performed with the ultra-low-profile minos abdominal endograft through a retrospective study conducted across three high-volume centers. 90 patients received evar with the minos endograft between 2020 and 2023. Two proglide devices were pre-implanted prior to undergoing the evar procedure. The proglide device may have caused or contributed to failure to achieve hemostasis, thrombosis, postoperative bleeding which resulted in surgical intervention, and an iliac limb occlusion. The article concludes by the minos endograft is safe and effective in treating aneurysms with hostile and standard anatomy. Details are listed in the attached article, titled ¿the ultra-low-profile minos endograft in abdominal aortic aneurysms with standard and hostile anatomy. A multicenter retrospective study.¿